Event description:
The customer reported a failure to acquire v3 during a 12 lead. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.